Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. As of 01-nov-2021, a review of the site's complaint history does not reveal any related or duplicate complaints involving this event. No image or video recording provided for isi to review. Logs show that sureform stapler part number 480445-04, lot l90210503-0276 was installed twice and fired two reloads (both green). Both firings were completed per the logs. First firing had no pauses for compression, and the second firing had 1 pause. There were no incomplete clamps by this instrument. Logs show that a vessel sealer part number 480422-1 lot l91210512-0152. No errors or messages were recorded in the dsp logs. In the e-100 logs, there were 3 ¿high initial starting impedance¿ messages, which suggest the impedance of the tissue between the jaws was higher than expected, usually due to the amount of tissue grabbed, dryness of tissue, or tissue type. After these messages were recorded, the instrument appears to have been used without further fault. There were no error messages or events that would suggest a failure of the instrument used during the procedure. All instruments used in the case have not been used in subsequent procedures; however, site reviews have shown that no complaints were filed against any of the instruments. An isi medical safety officer reviewed the available details and provided the following information: based upon the information provided in the description of events, I am unable to determine if the da vinci system, instrumentation, and/or accessories caused or contributed to the patient¿s death. Based on the information provided, this complaint is being reported due to the following conclusion: the hospital staff reported that after a da vinci-assisted rectal resection surgical procedure, on postoperative day #3, the patient experienced unspecified complications and expired. It was stated that the initial robotic procedure on (B)(6) 2021 was completed successfully with no known intra-operative complications. The causes of the post-operative complications and death are unknown at this time. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Date of event is blank because the actual date of the patient's death could not be confirmed. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in name and address is not available. Fields PMA/510(k) number and adverse event are not applicable.

Event description:
The hospital staff reported that after a da vinci-assisted rectal resection surgical procedure, on postoperative day #3, the patient experienced complications and expired. It was stated that the initial robotic procedure on (B)(6) 2021 was completed successfully with no known intra-operative complications. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted one of the surgeons at the site (not the console surgeon) and obtained the following additional information regarding the reported event: it was stated that there were no intraoperative complications reported and the procedure was completed with no issues. The da vinci system, instruments, and accessories were inspected prior to use and "no damage" was identified. There were no reports of a malfunction of an isi device or system. The site might not be returning any of the instruments used during the procedure as there was no malfunction reported. The following information was requested; however, not provided: what post-operative complications the patient experienced following the surgical procedure? What does the surgeon or site believe is the cause of the post-operative complication(s)? What medical intervention was administered due to post-operative complication(s)? What is the cause of death as it appears on the death certificate/autopsy report/discharge summary? What does the surgeon or site believe was the cause of the patient¿s death? Patient demographic details.